Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located below the knee and was moderately tortuous and mildly calcified. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage observed. Another of the same model was used to complete the procedure. No complications reported, and patient status was good.